Event description:
It was reported that a t:slim x2 pump battery would not charge, despite attempts to use different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. The customer will use mdi as a backup therapy while a replacement pump with updated software is sent. The customer was informed about training available in their tandem source account and understood the steps for receiving and returning the pumps.